Manufacturer narrative:
The pump was returned to animas and investigated on 8/22/2016 with the following findings: the display was dim/faded/discolored. Unrelated to the complaint, the pump casing was cracked in 3 places. (B)(6).

Event description:
On (B)(6) 2016, the reporter contacted animas, alleging a display (dim/fading/color spectrum) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.